Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed back up operation and no back up defibrillation therapy with off label use on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.